Event description:
Pt called lfs and alleged that their meter would not power on. The pt did not test on their meter for approximately 2 weeks. The pt became very ill and was taken to the hospital. It is not known if the pt attempted to test during those two weeks or around the time of the incident. The pt reported symptoms of vomiting, which is a symptom of hyperglycemia, and shaking and sweating, which are symptoms of hypoglycemia. The pt's blood glucose was tested at the hospital, but the pt does not know the exact result, pt stated it was "200 something." Pt was treated with intravenous fluid, but medication is not known. There is insufficient information that the meter contributed to the serious injury. The issue with the meter was not resolved with troubleshooting, therefore, the case is being reported as a malfunction. The meter has been replaced for the pt. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to reach the pt for more clinical information.